Manufacturer narrative:
Product event summary: analysis confirmed the stylus port was loose and functioned intermittently. Analysis also found the mpu (micro processor unit) printed circuit board assembly had broken pcmcia (personal computer memory card international association) card eject buttons. A known good stylus would not calibrate with overlay screen due to the bezel/overlay assembly. Printer drawer was missing plastic paper cover, the media bay door was missing. Rubber pads on lower case were damaged. Programmer was found out of specification on the power down / thermal test, thermal sensor 7 due to the power supply being electrically out of specification. During the course of repairs and testing the tester would intermittently not recognize the testers usb (universal serial bus) drives. It was found that this was due to usb drives not being fully seated into programmer as reseating the drives did resolve issue.

Event description:
It was reported that the programmer's stylus plug was loose, but the stylus would still work if the plug is pushed in on. It was also reported that the plastic cover for the printer drawer was missing. The programmer has been returned to service. No patient complications have been reported as a result of this event.